Event description:
It was reported that the unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: the patient has lipids running into a piv which were hung last night around 2100. Lipids began alarming for tubing occluded on patient side today at 1530. Piv flushed with ns and found to be patent and flushed well. Attempted to prime lipids through tubing while disconnected from patient and unable to prime at all. Attempted to run pump at 999 while disconnected from patient and would not prime and alarmed occluded immediately.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd infusion set experienced occlusion. The following information was provided by the initial reporter: the patient has lipids running into a piv which were hung last night around 2100. Lipids began alarming for tubing occluded on patient side today at 1530. Piv flushed with ns and found to be patent and flushed well. Attempted to prime lipids through tubing while disconnected from patient and unable to prime at all. Attempted to run pump at 999 while disconnected from patient and would not prime and alarmed occluded immediately.

Manufacturer narrative:
Investigation summary one used sample model 10012866 was returned for investigation. The received set contained lipid solution which was left in the set to more closely replicate the reported event of occlusion. Prior to functional testing the set was visually examined for defects and abnormalities. Kinks were found in the tubing set and massaged out. No other defects or abnormalities were observed. Set was attached to an IV bag filled with 85% glycerin/ 15% water solution and allowed to prime using gravity. The samples showed a much slower flow rate than expected and were unable to prime in a reasonable time. A quality notification was sent to the supplier. The supplier attempted to prime the filter. They found that there was flow downstream although the air was unable to be eliminated from the vent membrane. This suggested that the vent membrane coupons had potentially been wetted out following use with lipids. The filter was then flushed with ipa/water in an attempt to restore the vent membranes integrity. After drying of the filter, the filter was successfully primed. Flow rate testing was then performed on the filter, and it was observed that there was a reduced flow compared to the typical flow rate. This could be due to the lipid plugging the membrane during use with the customer. A device history record review could not be performed because a lot number was not provided by the customer.